Event description:
The contact at the hospital reported that during coil embolization of an unruptured aneurysm at the patient¿s anterior communicating artery severe resistance was felt when advancing two different orbit galaxy coils (both 640cf0515/16029135). The patient¿s vessels were moderately tortuous and mildly calcified. After a headway microcatheter (terumo45°type) was placed into the target aneurysm, the 1st complaint galaxy was chosen as the 1st coil to be inserted. The physician experienced a severe friction while inserting the galaxy, but managed to advance it into the aneurysm. However, the friction was most severe when positioning the embolic coil in the aneurysm by pushing in and pulling out the dpu. Thus, the coil was removed to prevent unraveling. The physician suspected that the friction was also caused by the microcatheter, thus it was replaced with an excelsior sl-10 (stryker, 45°type), and the 2nd complaint galaxy was then inserted. Yet, the physician still experienced severe friction identical to that of the 1st coil, thus it was also removed from the patient for fear of unraveling. The physician decided to use target coils (details unknown) instead, and successfully placed 5 target coils to complete the procedure. There was no report of any further issues, but due to the event the procedure was delayed for 30 minutes. Nevertheless, there was no patient injury/complication. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to and after the events. At the time of initial contact the coils were available for return.

Manufacturer narrative:
Two non-sterile orbit galaxy products tdl cmplx fill coil 5x15 were received in tangle condition inside of a plastic bag. As it cannot be determined which was the first coil used in the procedure and which was the second coil, both investigations will be described here and the units will be referred to as ¿unit 1¿ and ¿unit 2.¿ the unit 1 was inspected and the following were found: the hypotube was inspected several kinks were noted on it. The introducer was received partially zipped and it was found kinked. The support coil found outside of the introducer and it was found kinked. The gripper and the embolic coil were found outside of the introducer; the gripper was found without damage with residues of dry blood while the embolic coil was found stretched. Some waves were found on the products but this can occur during the handling of the units when these were returned for evaluation as it was mentioned that there was no visible damage to the products after the events. The unit 2 was inspected and the following were found: the hypotube was inspected several kinks were noted on it as well as a broken condition was noted at 190cm from the proximal end. The introducer was not received for evaluation. The support coil was received kinked. The gripper and the embolic were not received for evaluation. Some waves were found on the products but this can occur during the handling of the units when these were returned for evaluation as it was mentioned that there was no visible damage to the products after the events. The units were inspected under microscope and the following were found. Unit 1: residues of dry blood can be observed on the gripper add no damages were observed on it while the embolic coil was found stretched. Unit 2: the edge of the broken section appears was elongated before it was broken/separated. The od from the units (delivery tube) 1 and 2 were measured and them were found within specification. The functional test cannot be performed on the two units due to the damages and the several kinks found on the hypotubes. A review of the manufacturing documentation associated with this lot 16029135 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that resistance/friction occurred during advancement of these coils could not be evaluated due to the conditions of the received units 1 and 2 (several kinks found on the hypotubes). The damages found on the device and the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Terumo sheath introducer (type unknown), chikai 14 (asahi intecc), traxcess (terumo, type unknown), roadmaster (goodman, 7fr 90cm str type), headway (terumo45°type), excelsior sl-10 (stryker, 45°type), scepter xc (terumo, 4-11 type), y-connector by abbott, dcs syringe ii (lot unknown), target coils (details unknown), another orbit galaxy (640cf0515/16029135). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report # 3008264254-2015-00010 as two products were reported.